Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter was reading inaccurately high compared to a calibrated laboratory device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred at 9:15am on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿159mg/dl¿ on the subject meter and ¿73mg/dl¿ on the calibrated laboratory device within 10-30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue ¿ they took 12 units (type of insulin unknown) based on the subject meter result. The patient stated that at 11:45am the same morning they developed the symptoms of ¿weak, tired and dizzy¿ ¿ symptoms the patient associated with hypoglycemia. In response to these symptoms, the patient self-treated by eating dark chocolate 15 minutes later, at 12pm. No further blood glucose results were provided. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were replaced. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.